Manufacturer narrative:
An outside of the united states (ous) customer observed false positive (reactive) toxoplasma igg (toxo g) results with lot 276 on 2 samples from the same patient compared to the patient's historically negative (non-reactive) results. Quality control and calibrations were acceptable at the time discordant results were obtained. The instructions for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens healthcare diagnostics is investigating. MDR 1219913-2022-00119 was filed for the same patient.

Event description:
The customer observed a false positive (reactive) atellica im (irh007921947) toxoplasma igg (toxo g) result with lot 276 for a patient sample compared to the patient's historically negative (non-reactive) results tested at a non-customer site. The customer obtained the patient's historical sample that had been previously tested at a non-customer site on 2022-01-07 (negative result) and tested it on the same instrument (irh007921947) at their site; a positive result was again obtained at the customer site. The false positive results were not reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant toxo g results.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR, initial report on 2022-04-21. Additional information - 2022-05-20. Siemens concluded the investigation for an outside of the united states (ous) customer observation of false positive (reactive) toxoplasma igg (toxo g) results with lot 276. The sample was from a 38-year-old pregnant patient. Previous results from this patient were non-reactive. The most recent historical sample was retested on the same atellica im and the result was reactive. Siemens reviewed the customer's calibrations and quality control (qc) data and those were within ranges and comparable with release data. The samples were not available to be sent in for further evaluation and the samples were not tested with a heterophilic blocking tubes (hbt). Siemens reviewed field patient data and atellica im toxo g lot 276 is comparable with previous lots. The calculated specificity for this customer for atellica im lot 276 was 99.7%. Per the atellica im toxo g instructions for use (IFU) 10995430_en rev. 02, 2019-08, the initial relative specificity results from the 3 studies in the IFU range from 97.7% to 99.8%. Based on the available information atellica im toxo g lot 276 is performing as intended and a product performance issue has not been identified. Customer is operational. No further action is required. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results. MDR 1219913-2022-00119 supplemental 1 report was filed for the same patient.